Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the left implantable pulse generator (ipg) and portion of the left extension were removed due to pocket infection on (B)(6) 2016. The issue was resolved at the time of the report. The patient's indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.